Manufacturer narrative:
The power management board and battery were replaced to fix the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/31/2017 phone call, 02/01/2017 phone call, 02/02/2017 phone call.

Event description:
The hospital reported that the vent shut down while on a patient and made a loud buzzing noise. They replaced the unit to continue care without reported injury or delay in treatment. The customer also mentioned that they didn't know the unit was running on battery.